Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported patients walking to the bathroom have had the connector come apart and a loss of IV fluids occurred. No specific patient event information provided, no patient harm reported.